Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, blood started flowing into the tubing without the vial and once the tube was inserted, blood leaked out from the non-patient needle sleeve. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-may-2025. Investigation summary: bd received five samples for investigation. These returned samples underwent functional tests and all passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, all samples were able to be activated properly with no evidence of defects or leakage. Also, thirty retained samples underwent functional tests. All these samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, all were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone # (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, blood started flowing into the tubing without the vial and once the tube was inserted, blood leaked out from the non-patient needle sleeve. There was no health impact or consequence reported.